Event description:
It was reported that the right atrial (ra) lead exhibited high impedance (maximum 3,677 ohms); a lead fracture was suspected. A new epicardial lead was implanted in the ra. The right ventricular (rv) lead exhibited rising thresholds over the past year; oversensing, noise and intermittent loss of capture was also reported when the patient moved in a twisting position, particularly laterally. It was noted that certain movements were difficult to assess as this was a young patient. A new epicardial lead was implanted in the rv. It was also noted that rv capture management increased rv output to 5.0v at 1.0ms. Reprogramming has decreased battery longevity. Since there was a need to replaced the ra and rv leads, the implantable pulse generator (ipg) was electively replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4968-25 implantable pacing lead: implanted: (B)(6) 2012; addrs1p implantable pulse generator (ipg): implanted: (B)(6) 2012.

Manufacturer narrative:
Product event summary: (B)(4): segments of the lead were returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.